Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with far r wave oversensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.